Event description:
It was reported that a balloon shaft fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 06/2.50 flextome¿ cutting balloon¿ was used for dilatation. During procedure, it was observed that the shaft of the balloon was fractured. The procedure was completed with another of the same device. No complications reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A visual and tactile examination of the hypotube identified that the shaft was kinked at various locations along is length which were consistent with excessive force having been applied to the shaft. Moreover, analysis of the shaft extrusion identified a kink at 16mm distal to the port site. Examination of the balloon identified no issues and all blades were attached and exhibited no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon shaft fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 06/2.50 flextome¿ cutting balloon¿ was used for dilatation. During procedure, it was observed that the shaft of the balloon was fractured. The procedure was completed with another of the same device. No complications reported and the patient's status was stable.